Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the device alarmed for missing sw option data, activate all pending alarm (software related internal communications problem) and had a damaged turbine. The defective part will not be returned for investigation according to the received information. No further issues has been reported. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Manufacturer narrative:
It was reported that the ventilator's turbine module was not working. Our field service engineers investigated the reported machine on site. The blower module has been replaced and sent back for investigation. The returned part has been tested in a machine. It failed the pre-use check with the pressure transducer test. The device logs from the reference machine shows the same results as another investigation performed by our contract manufacturer on similar failure concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator's turbine module was not working. There was no patient involvement. Manufacturer's ref. #: (B)(4).